Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("right side ended up perforating the tube and had to take her tube out") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (had to take her tubes out (bilateral salpingectomy)). At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.